Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the nurses observed that after reviewing the pump hours later, they saw that the syringe volume had not moved. Troubleshooting included changing occlusion alarm settings from default normal to very high and enabling and disabling flowsentry. The intravenous (IV) tubing was not primed using the pump. The patient received total parenteral nutrition (tpn) and nutrilipid fat emulsion 20%. The lipids were hung separately from the tpn. The patient is a premature infant of 32 weeks gestation. Per the reporter, there was no patient harm or adverse event and monitoring of the patient continued.

Manufacturer narrative:
Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.